Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08195. Follow-up revealed an incision and drainage procedure was performed five days after the patient's trial leads were removed to address an abscess at the right lead site. The drain was removed a week later. The patient's issue has been deemed resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08195. It was reported an infection was found at the patient's lead site upon removal. Cultures were not taken. The patient was given oral antibiotics to address the infection.